Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approx 1 month. The reason for explant is unk. Info learned from implant pt registry. Per the surgeon. The device was discarded, and the reason was not device related.